Event description:
It was reported that the atrial lead changed polarity to unipolar configuration due to lowered lead impedance. The lead was programmed back to bipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.